Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer let the pump battery fully deplete. When the customer connected the pump to a power source the pump was unable to be turned on. It was determined that the power source was not working properly. The customer connected the pump to a working power source and the pump was able to power up and charge as expected. The customer's blood glucose(bg) level was impacted (395 mg/dl). A manual injection was delivered to correct elevated bg level. Review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by charging the device properly. Recommendation was made to charge pump more frequently.